Event description:
A malfunction was reported with a malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump and planned to follow up after obtaining a charger. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.